Manufacturer narrative:
Pending follow up information on overinfusion symptoms a review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a physician told them that a patient had symptoms of being possibly over-infused following an MRI that was done the previous week. The patient's medication dose was subsequently decreased. Cs stated that they had covered the MRI appointment and all proper steps were followed. It is unknown what caused the issue to occur.

Event description:
Additional communication confirmed that the patient's pump was explanted due to the age of pump and the physician believing that it was time for a replacement. The pump was discarded. Patient symptoms were said to have improved prior to surgery.

Manufacturer narrative:
Device was explanted and discarded. The device was not returned for additional evaluation and investigation. It was stated that the patient's symptoms had improved prior to the pump explant, but that the device was replaced due to device age. As no physical investigation was performed on the device, a definitive root cause for the original alleged issue could not be confirmed. Internal complaint number: (B)(4).

Event description:
Additional communication with clinical specialist (cs) confirmed that the overinfusion symptoms that were alleged were that the patient felt sleepy and overmedicated.

Manufacturer narrative:
Device remains implanted and was not returned. No explant has been scheduled. Physician said as long as there is no significant discrepancy at the patient's next refill, they will wait and do a replacement closer to end of life of pump. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).